Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the analysis of the device received, the embolic coil is severely stretched. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization at the subclavian artery, a deltafill coil was implanted between a stent graft and a plug under the subclavian. Then a 10mm x 40cm deltafill18 coil (dlf181040, 30710664) was used as the second coil, but it got stuck in the introducer sheath and delivery was not able to progress. The physician confirmed that introducer sheath was twisted and crushed. The coil delivery system was removed as per usual. After that, the same size of the same coil as the complaint product was used, and the procedure was completed. There was no negative impact on the patient. It is unknown if a continuous flush was done. Additional information received indicated that it was not necessary to remove or replace the microcatheter. The introducer sheath was twisted and crushed. No report that the device appears damaged. The introducer was flushed until the liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. The device was returned to cerenovus for further evaluation. A non-sterile deltafill18 10mm x 40cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the embolic coil is partially outside of the introducer. No other damages were found in the device. The device was inspected under microscopic magnification, and it was found that the embolic coil is severely stretched, but it remains attached to the resistance heating (rh) coil. The introducer was found damaged, and a twisted condition was found on it. Residues of dry blood could be noted inside the introducer. The embolic coil was tried to be flushed and advanced through the introducer however, it was not possible due to the conditions in which the coil was found, and the residues of dry blood found inside of the device, they do not allow the proper advance of the coil. Due to this finding, the customer complaint regarding a coil impeded was confirmed. The residues of the dry blood noted on the device suggest that insufficient flushing was done during the procedure. A manufacturing record evaluation was performed for the finished device 30710664 number, and no non-conformances related to the malfunction were identified. Based on the findings noted in the introducer during the visual inspection, the customer complaint regarding introducer damage was able to be confirmed, the twisted condition mentioned in the event is the same damage that was found in the introducer at the moment of the inspection. It is possible that force may have inadvertently been applied when the coil was tried to be inserted in the microcatheter which resulted in the damage found in the introducer. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported in the complaint. With the limited information available, the root cause of the coil stretching remains unknown. It is possible that continuous flush had not been done, without an adequate flush, issue such as resistance between the coil and the introducer can arise, which may cause some force to be inadvertently exerted on the device, which can result in the coil becoming stretched. However, this cannot be conclusively determined. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization at the subclavian artery, a deltafill coil was implanted between a stent graft and a plug under the subclavian. Then a 10mm x 40cm deltafill18 coil (dlf181040, 30710664) was used as the second coil, but it got stuck in the introducer sheath and delivery was not able to progress. The physician confirmed that introducer sheath was twisted and crushed. The coil delivery system was removed as per usual. After that, the same size of the same coil as the complaint product was used, and the procedure was completed. There was no negative impact on the patient. It is unknown if a continuous flush was done. Additional information received indicated that it was not necessary to remove or replace the microcatheter. The introducer sheath was twisted and crushed. No report that the device appears damaged. The introducer was flushed until the liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the analysis of the device received, the embolic coil is severely stretched.